Manufacturer narrative:
The tech found the side rail end post was broken. The tech replaced the side rail end post to resolve the issue.

Event description:
The tech alleged the side rail would not latch. No injury reported.